Manufacturer narrative:
Post-op x-rays for t/pelvis fixation show a lateral interbody cage subsidence. Level is unknown. Fusion status is unknown. Failure to cut contralateral annulus, over undersizing the graft, failure to engage locking mechanism and failure of bony fusion may contribute to this. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was pre-operatively diagnosed with non-union and broken rods at t10-pelvis and underwent oblique lumbar interbody fusion. Post op, cage backed out to the left side. As a result pain was observed in the patient. Fusion was not achieved.